Manufacturer narrative:
Device evaluation summary: the medtronic service engineer evaluated the ventilator and replaced the pump. After servicing, the ventilator passed all testing per the manufacturer specifications and was returned to the customer. The ht70 pump was returned to medtronic for failure investigation. Visual inspection revealed metal shavings on the linkage arm and within the linkage arm enclose, indicating shredded bearings. The pump was installed in a the ht70 test ventilator and run for approximately one minute before a motor fault alarm occurred and stopped ventilating. The cause of the observed condition was determined to be the shredded bearings. The event will be included in trending and monitoring. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ht70 ventilator's motor pump was noisy. The ventilator was not in use on a patient at the time of the reported event.